Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a reservoir that would not fill. The customer stated that she had a high blood glucose level, bolused, changed the set and reservoir, and saw her blood glucose level drop dramatically. The customer reported that she had another reservoir from the same lot several days later that also would not fill. Blood glucose level at the time of the incident was not provided. No products were replaced or returned for analysis.